Manufacturer narrative:
Block h6: imdrf device code premature activation captures the reportable event of premature deployment in the esophagus.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a gastroscopic treatment procedure performed on (B)(6) 2025. During the procedure, the clip prematurely deployed in the esophagus. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be stable.